Event description:
It was reported via repair work order that nurse call was not functioning due to a faulty docker cable. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer provided with new docker cable to do own repair. Customer performed evaluation.

Manufacturer narrative:
Follow up being submitted as the evaluation has been completed by the account. The account completed a visual inspection and determined the docker cable was damaged and needed to be replaced. The repair was completed by sending a new docker cable to the account, which will attach the cable to the device. Device evaluated by account.

Event description:
It was reported via repair work order that nurse call was not functioning due to a faulty docker cable. No adverse consequence or clinically relevant delay in treatment was reported.